Event description:
Jacket retraction was reported to be difficult. The physician experienced difficulties cutting the contralateral wire fusion joint, necessitating the removal of the contralateral catheter hub to complete the fusion joint cut. No pt consequences reported.